Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with irregular astigmatism and loss of best corrected visual acuity (bcva) at an eight (8) year post-operative exam on both eyes (ou). A brief description from the surgery center indicated the patient had initial laser treatment in 2009 and the surgeon has been following patient since 2012 through multiple visits at the surgery center. The surgery center stated the initial treatment was performed by lasikplus but the treating surgeon that performed the initial laser treatment was no longer practicing at the surgery center, therefore, the patient is aware of diagnosis and treatment recommendations from the surgeon that is now following up with the patient. The surgeon presented some options to patient. The surgery center indicated the event was lasting and disabling, significantly interfering with daily activities. Bcva from (B)(6) 2009: right eye pre-op 20/20 -1.00 x -2.50 x 61, left eye pre-op 20/20 -1.75 x -1.50 x 142. Uncorrected visual acuity (ucva) from (B)(6) 2017: right eye post-op 20/80, left eye post-op 20/50. Bcva from (B)(6) 2017: right eye post-op 20/30 -.25 x -2.75 x 61, left eye post-op 20/25 .00 x -2.75 x 116.